Event description:
Reported due to difficult removal and device fracture. Arteriotomy closure with a perclose a-t (closer ak) device was attempted on an obese pt following a diagnostic procedure. Reportedly the angle of insertion was "closer to 90 degrees vs. 45 degrees." Reportedly resistance was felt with insertion. Reportedly the "tissue tract was very deep". The plunger was "accidentally" partially pulled out and a decision was made to "abort the deployment". After the lever was lowered resistance was felt when the user attempted to remove the device. A second user attempted to redeploy and repark the foot but was still unable to remove the device. Finally the physician attempted to remove the device and it broke in half with the sheath and distal guide remaining in the pt. Surgical intervention was required to remove the device. The femoral angiogram was reviewed at a later time and the arteriotomy site was reportedly in the profunda. Although requested, no additional information was provided.